Manufacturer narrative:
Qn#(B)(4). A device history record review could not be performed as no lot number was provided by the customer. The IFU for this kit, e-17019-109a; rev. 07, was reviewed as a part of this complaint investigation. The IFU warns the end user, "never advance catheter more than 5 cm beyond the needle tip. Advancing catheter more than 5 cm increases the likelihood of catheter-related complications." The IFU warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal." A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was provided by the customer. Therefore, the potential cause of this complaint could not be determined based upon the information provided and without the sample.

Event description:
Received via medwatch (B)(4). Epidural placed by anesthesia for labor patient. After delivery nurse attempted to remove catheters but met resistance. Called anesthesia who came to the bed side. While attempting removal of catheter, piece broke off of end and remained in patient's back. Additional information: in response to a request for the patient's current condition it was reported that the patient continues to be monitored by pmd; has requested 2nd neurosurgeon opinion, awaiting insurance approval. There was no medical intervention only follow up consultations and MRI's with no change in status of epidural tip at this time. The broken tip has not been removed.

Manufacturer narrative:
Qn#(B)(4). A lot number was not available for this complaint; therefore, a device history record review was performed based on several potential lot numbers (23f19k0168, 23f19h0146 & 23f19k0231). The device history record reviews were performed , and no relevant manufacturing issues were identified. The customer reported the catheter broke during removal. The customer returned one snaplock assembly and one epidural catheter piece. The components were received with the snaplock secured to the catheter body. Reference file inp1900077378 for image of sample as received. The returned components were visually examined with and without magnification. Visual examination of the returned snaplock assembly revealed the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned catheter piece revealed the proximal end of the catheter was intact. The returned catheter piece reveals signs of stretching starting at approximately 55mm from the distal end. Significant stretching can be observed in both the extrusion and the coil wire at the distal end of the returned catheter. Additionally, the inner coil wire stretches approximately 45mm beyond the extrusion. Evidence of use in the form of biological material can be observed between the inner coils of the catheter. No other defects or anomalies were observed. Reference file anp1900077378 for investigation photos. A dimensional inspection was performed on the returned catheter piece using a ruler (10171599). The returned catheter extrusion measures approximately 88.2cm. This indicates despite the extrusion being significantly stretched at the distal end, at least 0.3cm of the extrusion is missing based on the specification for the epidural catheter which indicates that the proper extrusion length of an epidural catheter is 88.5-91.5 cm (product drawing kz-05400-030 rev. 5). This indicates that a portion of the catheter separated during use and was not returned. Functional inspection was not required as a part of this complaint investigation. Product engineering was consulted and indicated that epidural catheters of this size are designed and manufactured to withstand a tensile force of 5 n or greater when tested in accordance with bs en 1618 (per module requirements document amrq-000096 rev 10). Specifications per graphic kz-05400-030 rev. 5 were reviewed as a part of this complaint investigation. The IFU for this kit, e-17019-109a; rev. 07, was reviewed as a part of this complaint investigation. The IFU warns the end user, "never advance catheter more than 5 cm beyond the needle tip. Advancing catheter more than 5 cm increases the likelihood of catheter-related complications." The IFU warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal." A corrective action is not required at this time as the condition of the sample received indicates unintentional use error caused or contributed to this event. The reported complaint of epidural catheter breaking during removal was confirmed based upon the sample received. The returned catheter piece showed signs of stretching starting approximately 55mm from the distal end and the extrusion and coil wire were significantly stretched at the distal end. Despite the significant stretching, dimensional inspection indicated the returned catheter was missing at least 0.3cm of extrusion from the distal end. Also, the coil wire at the distal end is stretched approximately 45mm beyond the extrusion. The IFU for this product warns the user not to apply additional tension if the catheter begins to stretch as there is a risk for separation. Therefore, based upon the condition of the sample received and the observed evidence of the extrusion and coil wire stretching at the distal end, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend reports of this nature.

Event description:
Received via medwatch 050280000-2020-8003. Epidural placed by anesthesia for labor patient. After delivery nurse attempted to remove catheters but met resistance. Called anesthesia who came to the bed side. While attempting removal of catheter, piece broke off of end and remained in patient's back. Additional information: in response to a request for the patient's current condition it was reported that the patient continues to be monitored by pmd; has requested 2nd neurosurgeon opinion, awaiting insurance approval. There was no medical intervention only follow up consultations and MRI's with no change in status of epidural tip at this time. The broken tip has not been removed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Received via medwatch (B)(4). Epidural placed by anesthesia for labor patient. After delivery nurse attempted to remove catheters but met resistance. Called anesthesia who came to the bed side. While attempting removal of catheter, piece broke off of end and remained in patient's back. Additional information: in response to a request for the patient's current condition it was reported that the patient continues to be monitored by pmd; has requested 2nd neurosurgeon opinion, awaiting insurance approval. There was no medical intervention only follow up consultations and MRI's with no change in status of epidural tip at this time. The broken tip has not been removed.